Manufacturer narrative:
(B)(4) the end stage renal disease death notification (form 2746) lists cause of death as cardiac arrest, cause unknown. The manufacturing investigation is in process. A supplemental medwatch will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on august 5, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the provided medical records, along with the event details as reported, a (B)(6) patient with end stage renal disease (esrd) received intermittent in-center hemodialysis (hd) treatments. On (B)(6) 2016, the patient presented to the facility for a routinely scheduled hd therapy without complaint. Approximately two minutes after the treatment was initiated, the patient experienced breathing difficulties and cardiac arrest resulting in their hospitalization. The patient subsequently expired while hospitalized. The patient has significant medical history and comorbidities which include hypertension, hyperlipidemia, diabetes mellitus type 2, chronic pulmonary embolism (pe), cerebrovascular accident (cva), left ventricular hypertrophy, pulmonary hypertension, chronic kidney disease (ckd) - renal dialysis and a central venous catheter (porta catheter left chest) for dialysis. Many of these comorbidities are known to be strong predictors of sudden cardiac arrest in the hemodialysis patient population. There is no documentation in the medical record that shows a causal relationship between the optiflux 180nre dialyzer assembly, the custom combiset, and the patient¿s cardiac arrest, and subsequent expiration on (B)(6) 2016. Although foam, which may be indicative of air in the lines, was observed in the dialyzer, the machine generated an air detect alarm, stopped the pump, and clamped the lines. Based on the information provided, the hd machine alarmed appropriately, performed as expected, and functioned as designed; blood pump stopped, and clamp below venous chamber engaged. No machine malfunction was alleged, observed, or identified, prior to, during, of following the patient¿s hd treatment. Cultures were noted as being normal.

Event description:
A medwatch report was received from a user facility which reported an adverse event that occurred approximately two (2) minutes after initiation of the patient's hemodialysis (hd) treatment. The patient experienced breathing difficulties and cardiac arrest, which resulted in hospitalization. The patient subsequently expired while hospitalized. This case pertains to a (B)(6) patient with end stage renal disease (esrd) who re-started intermittent in-center hd treatments in (B)(6) 2010 after a failed kidney transplant in 2009. On (B)(6) 2016, the patient presented to the facility for a routinely scheduled hd therapy without complaint. The patient's central venous catheter dressing was changed, and then the catheter was aspirated and flushed without issue. The catheter was connected to the blood lines, and then the hd treatment was initiated. Two minutes after the hd treatment was initiated, the 2008t hd machine generated an audible and visual "air detect" alarm. The blood pump stopped, and the venous clamp engaged. Foam, which is indicative of air, was observed in the dialyzer; however, the machine alarmed as designed and the venous clamp, located below the air bubble detector, engaged as designed. At this time, the nurse noted that the patient was in distress with breathing difficulties. The patient was placed on their left side in trendelenburg (feet higher than head) position. The staff then attempted to aspirate air from the venous chamber of the blood lines. Oxygen was administered to the patient, and a sternal rub was performed, but the patient went into cardiac arrest. Emergency medical services (ems) was on the scene, and therefore, assumed patient care. Cardiopulmonary resuscitation (CPR) was performed and epinephrine was administered. Although the patient's pulse returned, she remained unconsciousness. The patient was transported to the hospital by ems, and then admitted to the intensive care unit (ICU). The patient subsequently expired on august 4, 2016. The cause of death as indicated on the esrd death notification (form 2746) was "cardiac arrest, cause unknown." The esrd death notification lists the date of the patient's last hd treatment as (B)(6) 2016. There is no indication the patient was placed on hospice care. Follow-up information, provided by the facility clinic manager, revealed that there was no indication of any defects or damage to the fresenius dialyzer or bloodline product. All line connections were noted as being secure. However, it is not known if the patient's central venous catheter was evaluated for small tears and/or holes as requested by the treating nephrologist. The machine passed all pre-treatment testing and was negative for bleach. Following this event, the 2008t hd machine was removed from service and evaluated by the facility biomedical technician (bmt). No machine malfunctions were alleged, observed, or identified and the unit was returned to service at the user facility without issue. The dialyzer and bloodline were made available to the manufacturer for evaluation. The hd treatment orders for (B)(6) 2016 indicated the following: dialyzer - optiflux 180nre; dialysate composition - potassium 2, calcium 2.5, magnesium 1, dextrose 100, sodium 140 meq/l, bicarbonate 33 meq/l; blood flow rate (bfr) 400; scheduled: 4 hours. The machine setup from (B)(6) 2016 indicated the following: fresenius 2008t hemodialysis (hd) machine; machine conductivity 13.8; meter conductivity 13.8; ph 7.2; machine temperature 36.6 degrees celsius; narrow venous limits (nvl) enabled; pressure hold test (pht) - passed; high flux verified; air detector armed; alarms verified; bleach - no.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical examination. A visual examination was performed and no issues were identified. The complaint device was then tested using a 2008t hemodialysis machine for simulated use. The bloodline was first tested to simulate priming. The priming set was connected to the solution bag and to the bloodline. The dialyzer and bloodlines were flushed to remove the air in the bloodlines (venous and arterial line) were connected establishing a closed circuit and the extracorporeal circuit was recirculated. During the priming test no defects or issues were detected. The priming of the bloodline was performed according to procedure. During the simulated use test, there were no observations of a disconnection or leak from the patient venous and arterial connectors to fistula. There were no observations of a leak or air bubbles and no level variation of the venous or arterial drip chambers was visible. The device worked as intended with no noted abnormalities and no defects identified. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. A visual and functional analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the bloodline product. The device functioned fully as designed and met specification. Therefore, the complaint has been deemed not confirmed.